Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. Data was downloaded however data investigation could not confirm the reported complaint of initializing screen without manual restart. No additional event or patient information is available. No product was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed an no failures were detected. The receiver log was reviewed and firmware errors and screen error alarms were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.